Event description:
It was reported that the lead exhibited noise. The lead remained implanted.

Event description:
New information notes that the patient was presented for an upgrade procedure. The right ventricular lead exhibited over sensing causing inhibition. The patient experienced asystole and ventricular fibrillation resolved by external defibrillation. The device was replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.